Event description:
The customer reported that the collimator closed down and the system lost functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups was evaluated and replaced. The system was tested and found to be working as intended and returned to service.